Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name), g3, g6, h2, h3, h6 (investigation findings, investigation type, investigation conclusion, component code), h11. It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) experienced catheter detachment and a maintenance code 1 warning upon initial installation. The equipment was promptly replaced, and no patient was harmed. The customer was informed that the equipment was unusable. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced manifold drive (0104-00-0018). After replacement, the equipment underwent functional testing according to the factory's specifications. The testing confirmed compliance with the factory's specifications, and the equipment was put into use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) had catheter connection detachment and maintenance code.there was no patient harm.